Manufacturer narrative:
An update was received on february 14, 2016 stating that the patient suffered an atrio-esophageal fistula and expired. This information was provided on the 3500a supplemental follow-up #1. Since the update stated that the patient suffered an atrio-esophageal fistula and to ensure administrative consistency and completeness, the generator information was requested and received. We are submitting this report to provide the generator product information and as notification that we have created a complaint for this generator under manufacturer reference # (B)(4) and are submitting a separate report for the generator. The awareness date for this report is february 14, 2016. Generator product information: smart ablate generator, model #: m-4900-107, serial #: (B)(4). Biosense webster manufacturer's reference numbers (B)(4) are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review, it was noted that part of the event description reported was cut off. It should continue to state: biosense webster pump and generator performed as expected. The generator was set on temperature control mode. The patient did receive anticoagulant (heparin) during the procedure. The acts reported were between 319-362 seconds. A transseptal puncture was performed using a terumo 8 french. Sheath used was a st. Jude medical sl1 long 8.5 french. The physician did not provide a causality opinion. However, the physician considered char to be excessive and a potential risk to the patient. An acute episode of temporary (<24 hours) and focal loss of cerebral function of vascular (occlusive) origin as determined by the consulting neurologist is to be considered serious and MDR reportable. An update was received on february 14, 2016 stating that the patient suffered an atrio-esophageal fistula which was confirmed by a gastroscopy. The patient required surgical closure of the left atrium. However, the patient expired on (B)(6) 2016. The bwi failure analysis lab received the device for evaluation on february 19, 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a smart touch bidirectional catheter. After successful completion of the procedure, cardioversion was performed to restore normal sinus rhythm. Upon removal of ablation catheter, the physician noticed char (thermal coagulation) on the distal electrode. The patient was slow to regain consciousness in the first 5-10 minutes after end of sedation. Narcan (opioid antagonist) and flumenazil (benzodiazepine antagonist) were administered to reverse effects of the anesthesia. The patient fully regained consciousness, was able to state her name and address, and was able to move all extremities. Babinski sign negative (normal) on both sides. However, in the following 30 minutes, the patient experienced transient confusion. Neurological examination was performed and although she could still give her name, she was unable to give her age or the month. Patient was unable to name objects correctly and there was some evidence of left-sided hemianopsia (decreased vision in half the visual field). Patient was otherwise neurologically unremarkable and transient abnormal findings returned to normal during the examination. Diagnosis of peri-interventional tia was made. Subsequent computed tomography (CT) scan was normal. Cranial magnetic resonance imaging (MRI) on (B)(6) 2016 (2 days post-procedure) showed several fresh cerebral ischemic areas in various regions, as seen with thromboembolisms. Neurological findings were normal. The patient fully recovered with no residual effects. No medical or surgical intervention was necessary. The patient did require extended hospitalization. There were no equipment issues during the procedure. An update was received on stating that the patient suffered an atrio-esophageal fistula which was confirmed by a gastroscopy. The patient required surgical closure of the left atrium. However, the patient expired. The returned device was visually inspected upon receipt and reddish brown material was observed at the pebax tip end. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char has been verified; however catheter was found within specifications. Char is a physical phenomenon of rf; it can be the normal result of the ablation process. The presence of char on the electrode does not represent a serious injury in itself nor is necessarily the result of device malfunction. Char can be seen in all ablation catheters. The root cause of the patient consequences and decease cannot be determined.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17331753m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a female patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a smart touch bidirectional catheter and suffered a peri-interventional thromboembolic transient ischemic attack (tia) requiring no intervention. Preoperatively, trans-esophageal echocardiogram revealed normal findings with no left atrial appendage thrombi. After successful completion of the procedure, cardioversion was performed to restore normal sinus rhythm. Upon removal of ablation catheter, the physician noticed char (thermal coagulation) on the distal electrode. The patient was slow to regain consciousness in the first 5-10 minutes after end of sedation. Narcan (opioid antagonist) and flumenazil (benzodiazepine antagonist) were administered to reverse effects of the anesthesia. The patient fully regained consciousness, was able to state her name and address, and was able to move all extremities. Babinski sign negative (normal) on both sides. However, in the following 30 minutes, the patient experienced transient confusion. Neurological examination was performed and although she could still give her name, she was unable to give her age or the month. Patient was unable to name objects correctly and there was some evidence of left-sided hemianopsia (decreased vision in half the visual field). Patient was otherwise neurologically unremarkable and transient abnormal findings returned to normal during the examination. Diagnosis of peri-interventional tia was made. Subsequent computed tomography (CT) scan was normal. Cranial magnetic resonance imaging (MRI) on (B)(6) 2016 (2 days post-procedure) showed several fresh cerebral ischemic areas in various regions, as seen with thromboembolisms. Neurological findings were normal. The patient fully recovered with no residual effects. No medical or surgical intervention was necessary. The patient did require extended hospitalization. There were no equipment issues during the procedure. Biosense webster pump.